Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? Yes if yes, was the firing sequence completed? No. 2. Did the device deliver any staples? Yes. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unk. 4. Were there staples missing from the staple line? Unk. 5. If yes, was the staple line complete? No. 6. Did the device cut? Yes. 7. If yes, was the cut line complete? No. 8. If yes, was there any issue with the cut line? No.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the firing stopped midway. The knife reverse switch was used but the knife did not return to the home position, so the manual override lever was used to return the knife. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pcee60a lot number a99c68 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.